Event description:
A customer contacted haemonetics on (B)(6) 2010 to request preventive maintenance for an orthopat machine. No donor or operator injury or reaction was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010 to request preventative maintenance for an orthopat machine. No donor or operator injury or reaction was reported. Upon evaluation of the device blood was found in the vacuum. The components which were contaminated or damaged were replaced including the power supply. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm of injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).